Manufacturer narrative:
(B)(4). Date sent: 1/11/2022. This is an analysis for an image submitted to ethicon endo surgery for evaluation. Image1: the image provided by the customer is that of what appears to be an enseal instrument. A closer look at the shaft interface shows the jaws detached from the weld area. No conclusion could be reached as to how this issue occurred through photo analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that, during a laparoscopic myomectomy, the tip of the jaws broke when the device lifted the myoma. The jaws and the wire were still stuck together, so the device was taken out from the trocar. Then the tip of the jaws came off from the shaft and the small part also came off from the device after the device was taken out. X-ray was taken and no piece was left in the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch #: v95h9e. Additional information was requested and the following was obtained: did the electrode ceramic separate or break off? => the tip of the jaws broke. No further information will be available. Did the I blade get damaged or break off? => no further information will be available. Is the jaw damaged but not broken off? => no further information will be available. Is the top jaw loose but not detached? => no further information will be available. Is the top jaw ptc material damaged? Is the black ptc in the upper jaw detached? => no further information will be available. Is the top jaw broken off the of the device? => no further information will be available. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslg2c35 device was returned with the upper and lower jaw detached in addition a metal pieces from the jaw were returned in a plastic bag. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. Please reference the instruction for use for more information: as part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.